Event description:
It was stated that the customer was hospitalized for high blood glucose levels. It was stated that the infusion set tubing had detached from the quick release, causing insulin to leak and cause high blood glucose levels to the customer. Troubleshooting was not done due to the father not having the insulin pump at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.